Manufacturer narrative:
Citation: rojas et al. Acquired aseptic intracardiac shunts following transcatheter aortic valve replacement: a systematic review. Jacc cardiovasc interv. 2016 dec 26;9(24):2527-2538. Doi: 10.1016/j.jcin.2016.09.034. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding iatrogenic or intra-cardiac shunts related to fistula or perforation following transcatheter aortic valve implant (tavi). All data were collected from a systematic review of biomed central, google scholar, pubmed, case reports and other secondary sources from december 2002 to april 2016. The study population included 31 patients (predominantly female; mean age 80 years), 5 of which were implanted with a medtronic corevalve (serial numbers not provided). Patient 11: an (B)(6) male implanted with a 31-mm corevalve was noted with an interventricular aseptic intracardiac shunt, heart failure, and atrio-ventricular block. A balloon aortic valvuloplasty was performed at seven days post tavi. Subsequently the patient required interventional treatment by the use of a non-medtronic septal occluder. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.